Event description:
On (B)(6), 2010, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ping meter was reading inaccurately high compared to another device. The complaint was classified based on the customer care advocate (cca) documentation, since the medical surveillance specialist (mss) was unable to reach the patient by phone. The patient reported that approximately 1 week prior to contacting lfs she began to feel shaky and sweaty. 5 minutes after the onset of the symptoms she tested her blood glucose and obtained readings of "155 mg/dl" with the subject meter and "77 mg/dl" on another device. The patient confirmed the two tests were taken within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=30% and/or <= 30 mg/dl. The patient denied receiving medical treatment as a result of the alleged issue. It is not known when the patient had last tested her blood glucose with the subject meter prior to the onset of the symptoms. At the time of troubleshooting, the cca noted that the patient did not have control solution with her to test the subject meter and test strips. Replacement products were sent to the patient. Although the patient developed symptoms suggestive of severe hypoglycemia, there is no indication that the subject meter caused or contributed to this serious injury. The patient claimed she was already symptomatic at the time she obtained the alleged inaccurate result. However, this complaint is being reported because the subject meter did not meet lfs' accuracy criteria.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.